Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The surgeon was unwilling to complete the questionnaire. (B) (4). (B) (4).

Event description:
Adverse event(s): "unable to read" (vision, impaired). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a patient who was unable to read following bilateral intraocular lens (iol) implant surgery. The surgeon was unwilling to complete the questionnaire. There are two medical device reports associated with the event. This report is for the right eye.